Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the nc trek catheter noted blood visible on the tightly folded balloon and shaft, consistent with handling. The hypotube was separated 61.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. There were multiple kinks throughout the entire length of the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled during advancement, resulting in the hypotube kinking, as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation would have caused the hypotube to separate. A search of the lot history record indicated no nonconforming material records for the lot related to the incident. Additionally, a search of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Event description:
Reportedly, during advancement of the 4.5x12 mm trek on an unknown guide wire into an unknown guiding catheter for post dilatation of a 4.0x16 mm non-abbott stent, the shaft of the 4.5x12 mm trek separated although there was reportedly no resistance felt prior to the separation. This occurred outside of the patient anatomy so there were no adverse patient effects. A clinically significant delay in procedure was not reported. The vessel being treated was the popliteal with no tortuosity and moderately calcified. No additional information was provided.